Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit did power up with a blank screen and that the printer would not print and therefore the display flex and the printer and printer drawer were replaced. Analysis also noted corrosion on and near the flex cable retainer and on the power supply and they were replaced and corrosion was scraped off the case. The power cord bay had broken tabs, the serial number on the programmer was incorrect, the lower case feet were worn, the system fan was noisy and the media bay door spring was broken. All found defective parts were replaced.

Event description:
It was reported that the programmer screen was non-responsive and that the printer was non-functional. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.